Manufacturer narrative:
Concomitant medical products; addrs1p ipg; implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two months post implantable pulse generator (ipg) change that the patient developed an infection. The right atrial (ra) lead and right ventricular (rv) lead were partially removed. The implantable pulse generator (ipg) was removed. Medication was administered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected a1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.